Manufacturer narrative:
The info in this report was provided to us by the cook facility in (B)(4) on behalf of a medical facility in (B)(6). The med facility in (B)(6) involved in this report is listed. The contact details for the cook facility in (B)(4) are: (B)(4). Eval: a product eval was not performed since the product involved was not provided to cook for eval. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. Conclusions: the info provided indicated the balloon was inflated and negative pressure was not applied to the balloon prior to advancement through the endoscope. This is the most likely cause for the reported observation. The instructions for use contain the following precaution: "do not pre-inflate the balloon." Pre-inflation can lead to damage of the balloon material when the device is advanced through the endoscope. The instructions for use direct the user to apply negative pressure to the catheter to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. Prior to distribution, all hercules 3 stage esophageal balloon dilators are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. Quality assurance will continue to monitor for complaint trends.

Event description:
During an esophageal dilation procedure, the physician used a cook hercules 3 stage balloon. During use the balloon began deflating and was removed from the pt. The physician noticed a leak in the balloon near the blue catheter (medwatch 1037905-2011-00491). Another balloon was used and the same occurrence was observed (medwatch 1037905-2011-00492). A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.